Manufacturer narrative:
A product history review could not be performed, as the device serial number remains unknown. Explant scientist observations: returned was one fragment with the manufactured straight end transected, scalloped end was present, reported as measuring 40 mm in length. The graft had also been transected longitudinally along the full length of the fragment. The ablumen had scattered foci of light tan to tan tissue of varied size and a thin layer of light tan tissue circumferentially covering the scalloped end and extending approximately 5-6 stent rows. Luminal tissue was not visible in the transected end of the graft. The scalloped end was primarily occupied by dark red/brown tissue with a foci of light tan tissue which appeared to extend abluminally, approximately 2 stent rows. Patency of the graft could not be determined due to the condition of the returned graft. Material disruptions (i.e., transections) were consistent with those caused by surgical instrumentation (e.g., scissors, scalpel) likely used during the explant procedure. Request for additional analysis: no reason: based on the explant scientist¿s review of the third party report, no additional analysis is requested. The reported reason for removal was infection, type and source were not provided, and there was no direct association towards gore¿s device and the reason for removal from the physician.

Manufacturer narrative:
Analysis report from third party was received and will be further investigated. The lot- / serial no. And the exact device name were requested from third party, but they answered that they are not available as the implantation was performed in another hospital, but the macroscopic analysis suggests that the device is a gore® viabahn® endoprosthesis with propaten bioactive surface. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a critical limb ischemia in the right superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis. It was stated that the prosthesis was implanted on (B)(6) 2020 into the right superficial femoral artery, directly after the beginning of the deep femoral artery. It was reported that on (B)(6) 2020 after about 5 months, the stent was explanted due to an infection.